Manufacturer narrative:
Follow-up #1: date of submission 02/08/2017 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 01/19/2017 with the following findings: a review of the black box showed multiple replace battery alarms on the date of the complaint. The pump was connected to an external power source. A replace battery alarm occurred after selecting confirm on the verify screen. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power issues occurred. The slave processor voltage reading was found below specifications. A slave processor failure was concluded. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (power issue) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.